Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's experiencing sporadic overstimulation sensations at the ipg site. Reportedly, the issue resolves when stimulation is turned off. Troubleshooting with alternate programs as well as a stimulation holiday was recommended as the next course of action. Follow-up identified all impedance values and x-rays are normal. Surgical intervention may be undertaken at a future date to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with an updated model. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.